Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found as well as a defective bolus dispenser. The customer's problem was replicated. The dso sensor and bolus dispenser will be replaced to fix the issue.

Event description:
It was reported that no cassette can be detected. The bolus sensor does not trigger. There was unknown patient involvement and no patient harm/adverse event reported.